Event description:
The customer reported a tacrolimus drip of 1.25mg in 62.5ml was hung on november 4, 2018 at 1323 and was to run at 2.6ml/hour until november 5, 2018 at 1300. A new bag had to be hung on november 5th 2018 at 0726, since the previous bag had ran dry faster than it should have. There was no report of patient harm. The medication bag that was received with the devices states the medication is "bag#: 76", is to be given "q10am", and expires november 5, 2018 at 1143. A note on the medication bag states the tubing was already primed with 25ml and instructs to infuse 25ml at 150ml/hour, then reprogram the device for the medication infusion.

Manufacturer narrative:
The customer¿s report that a tacrolimus drip had infused faster than expected could not be confirmed or duplicated. The actual bag volume could not be ascertained from the log analysis even though the bag labeling indicated the bag final volume was 62.5ml. Prior to the infusion being started there were two events of the safety clamp open alarm at durations of less than a second and 6 seconds. It could not be determined if these alarm events involved the new bag. The infusion programming at the rate of 2.6ml/h was for duration at 16 hours and 21 minutes. The log analysis showed that the infusion was interrupted by a user before it reached an infusion complete state with delays programmed and a new vtbi of 2ml having been entered. The pump module alarmed for air in line within approximately ten minutes after the 2ml vtbi entry. The infusion was terminated after a total volume of 70.827ml had been recorded infused. Inspection and testing did not find any malfunctions that may have contributed to the reported incident. The root cause for the customer¿s reported experience could not be identified.

Event description:
The customer reported a tacrolimus drip of 1.25mg in 62.5ml was hung on (B)(6) 2018 at 1323 and was to run at 2.6ml/hour until (B)(6) 2018 at 1300. A new bag had to be hung on (B)(6) 2018 at 0726, since the previous bag had ran dry faster than it should have. There was no report of patient harm. The medication bag that was received with the devices states the medication is "bag#: 76", is to be given "q10am", and expires november 5, 2018 at 1143. A note on the medication bag states the tubing was already primed with 25ml and instructs to infuse 25ml at 150ml/hour, then reprogram the device for the medication infusion.

Manufacturer narrative:
Concomitant medical products: 250ml exactamix bag tacrolimus and sodium chloride 0.9%. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tacrolimus drip of 1.25mg in 62.5ml was hung on (B)(6) 2018 at 1323 and was to run at 2.6ml/hour until (B)(6) 2018 at 1300. A new bag had to be hung on (B)(6) 2018 at 0726, since the previous bag had ran dry faster than it should have. There was no report of patient harm. The medication bag that was received with the devices states the medication is "bag#: 76", is to be given "q10am", and expires november 5, 2018 at 1143. A note on the medication bag states the tubing was already primed with 25ml and instructs to infuse 25ml at 150ml/hour, then reprogram the device for the medication infusion.